Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, appears to be a rubber gasket and a piece of white shaving from the gasket fell off the device during procedure. The rubber gasket is what keeps the device air tight/helps keep air in tunnel. No reported patient effects. Completed case with same device. Rubber gasket was retrieved. Photo of gasket and shaving (particulate) were provided.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint for the btt, however, a photograph was provided for the reported failure "shavings". A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed around the white shaving material. No other visual aspects were observed. Based on non-return of the btt, we are unable to confirm the reported failure "material separation", but we are able to confirm the reported failure "particulates; shavings".

Event description:
N/a.